Manufacturer narrative:
A follow up report will be submitted once the quality investigation has been performed and, if additional information is received that requires reporting.

Event description:
It was reported that during the removal of tooth number 17, the drill malfunctioned. Attempts are being made to gather additional information from the user facility in order to dertermine the reportability of the event.back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Based on additional information received from the user facility, no risk to safety occurred.

Event description:
Based on new information received from the user facility, no risk to safety occurred. The event was clarified and it was reported that nothing fell out of the drill.